Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver 200ml of gemcitabine. After an unspecified length of time in use, the customer contact reported approx 25ml of solution leaked from the vent cover of the drip chamber. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set and solution container were replaced and the therapy was resumed. There were no reported adverse effects to the pt or the healthcare professional. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.